Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr). Ofr checked the subject device and found the following. The adhesive of the bending section rubber was partially peeled off. The angulation had play. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user facility and ofr, there was the possibility that this phenomenon was attributed to the following. The user facility had not performed the reprocessing according to the instruction manual, so the reprocessing of the subject device was insufficient, and microbes remained. Contamination occurred during the microbiological test sampling by the user facility, and microbes were detected. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, coagulase negative staphylococci (3 cfu/endoscope) were detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. All channels: pseudomonas aeruginosa (5 cfu/100ml), staphylococcus pasteuri (1 cfu/100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg wd440, using peracetic acid. There was no report of infection associated with this report.